Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. A definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2013-00721, 2122870-2013-00722, 2122870-2013-00723.

Manufacturer narrative:
(B)(4)

Event description:
The affiliate stated the customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification, for three patients, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrators. This report references the third patient. An initial result of 0.064 ng/ml was obtained and released out of the laboratory. Subsequent analysis of the patient¿s sample, prior to and after re-centrifugation, on the same instrument, produced lower results of 0.029 ng/ml and 0.025 ng/ml (within the normal reference range). There was no report of patient consequence or change in patient treatment associated with this event. All three levels of quality control (qc) performed within the laboratory¿s established ranges prior to and after the event. System check was within specifications at the time of the event. This is report three of three referencing the patient on the event date noted.